Event description:
It was reported invalid impedances were observed during a trial implant procedure. The physician resolved the issue by replacing the lead with a new one.

Manufacturer narrative:
Result: the complaint was not confirmed. Returned lead was examined under the microscope and no visual anomaly was found. No compression and no breach to outer tubing were observed. The returned lead passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.